Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. An internal tubing connecting the sensor board to the porting block was found to be disconnected and was reconnected to address the issue.